Event description:
Report received from the USA stating that the device overheated. The device was not sued in surgery. No injury occurred. It is unknown if medical intervention or surgical delay occurred. There is no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).